Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6)2015, the patient was experiencing frequent low flow alarms suspected to be pump thrombosis related to a malpositioned inflow conduit. The patient's lactate dehydrogenase was greater than 1,100 u/l. The pump power was 3.0 - 4.0 watts with a baseline power range of 7.0 - 8.0 watts. The health professional activated the ¿extended alarm silence¿. The patient¿s inr was reported to have been at goal or supratherapeutic for the past 2.5 months. An echocardiogram showed the aortic valve was opening with every beat. On (B)(6)2015, the pump and outflow graft bend relief collar were exchanged. It was reported that at explant, obvious thrombus was noted on the inflow stator.

Manufacturer narrative:
(B)(4). The device is expected to be returned but has not been received. The manufacturer is attempting to acquire the device for further evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
The manufacturer attempted to acquire the device for further evaluation; however, the pump was not returned. The report of thrombus in the inlet stator was unable to be determined through this evaluation. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. Based on the manufacturer¿s past experience and similar reported events, elevated lactate dehydrogenase levels, as well as the low flow hazard alarms which were confirmed through the evaluation of the submitted system controller log file, could be indicative of device thrombosis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.